Manufacturer narrative:
No further information was able to be obtained from this customer. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported that a patient had a sub-incisional anterior capsule tear . The surgeon is uncertain if there was a capsular tag. The planned intraocular lens was inserted and the procedure was completed with no additional harm to the patient.